Event description:
Raabe introducer sheath disconnected from the hub during contrast injection. Snare was used to retrieve the sheath from the brachial artery. Patient developed a clot in the brachial artery requiring emergent surgical thrombectomy. A second raabe catheter was opened and tested and also failed in the same manner (disconnected from the hub). All raabe catheters were pulled from the shelves and the cook medical catheter regional director was notified. No response from cook to date. Manufacturer response (as per reporter) for introducer catheter, flexor check flo introducer: raabe modificationcook catheter regional director was informed by phone message on 2/14/10 by risk manager. No return call or visit to facility to date.